Event description:
Customer reported differences between his sensor glucose and blood glucose readings. The customer's blood glucose was 102 mg/dl and his sensor glucose was 72 mg/dl. The customer also stated his insulin pump would go into threshold suspend. The customer was advised there are many causes for the differences between his readings. The customer also reported that there was a bent cannula on his previous sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.